Event description:
It was reported that frost appeared on the needle shaft. An icesphere 90 degree needle was selected for use in a cryoablation procedure in the kidney. During the procedure, the physician punctured the needle into the tumor, and after the freezing started, a thin layer of frost began to form on one needle. There was no frost on the other needle. The event occurred after the initial 10-minute freezing, a 10-minute spontaneous thawing, and a second 5-minute freezing. For the needle with frost, the physician started dripping warm water. Although frost was present on one needle, the freezing treatment was continued while performing the warm water drop procedure. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address (B)(6).

Event description:
It was reported that frost appeared on the needle shaft. An icesphere 90 degree needle was selected for use in a cryoablation procedure in the kidney. During the procedure, the physician punctured the needle into the tumor, and after the freezing started, a thin layer of frost began to form on one needle. There was no frost on the other needle. The event occurred after the initial 10-minute freezing, a 10-minute spontaneous thawing, and a second 5-minute freezing. For the needle with frost, the physician started dripping warm water. Although frost was present on one needle, the freezing treatment was continued while performing the warm water drop procedure. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
Initial reporter facility name: (B)(6) university of medicine. Initial reporter address 1: (B)(6). Device eval by manufacturer: the returned device was hooked up to the in-house console and functional testing was performed. A 5-minute freeze cycle was performed, and frost on the shaft appeared almost instantly. The shaft temperature on the needle reached -37 degrees celsius, pointing to insufficient thermal insulation of the needle. The device was disassembled, and the vacuum insulation sleeve was tested. Frost formed on the entirety of the vacuum insulation sleeve. Microscopic analysis found damage to the insulation tube.